Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a fall, hitting her head on the implanted side and losing connection to the internal device. Additional testing and clinical management of the patient is underway.

Manufacturer narrative:
Per the clinic, imaging (type and date not reported) confirmed internal magnet dislodgment. Surgery to reposition the magnet took place on (B)(6) 2012. The implanted device remains. The patient resumed use of the device. (B)(4).